Manufacturer narrative:
Date of the event: (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported that patient was having "trouble with the unit" and is worried the controller is not working right. Patient programmer (pp) education was provided to the caller. It was stated that the doctor provided specific programming for the patient and they would like help making the adjustment. The patient was assisted to decrease the right side from 4.00 to 3.90. Patient stated that they were at the hospital where they took some tests, and while there patient was told that the stimulation was interfering with the stress machine. Patient further stated that they were at the movies, in a relaxed position, and noticed that their neck had tightened up. Patient stated they had noticed their tremors gradually returning. No further patient complications were reported/ anticipated as a result of this event.